Event description:
Event became reportable based on investigation completed on 04/23/2007. It was reported that during a pci procedure, difficulty tracking catheters over the pt2 guidewire were experienced. The lesion was in the left anterior descending (lad) coronary artery. A 6fr, cls3.5 runway guide catheter was inserted into the left main (lm) and the pt2 guidewire was advanced through the lad. Two 2.0 x 14 mm maverick2 monorail balloon catheters failed to track over the pt2 guidewire. The pt2 guidewire was removed and according to the customer, "there's a thickened focal point in the middle of the guidewire body, which might be the reason for failure of wiring through the balloon catheter." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "satisfactory".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual inspection showed a ptfe bump 68 cm from proximal end. The ptfe is indented and scraped at each side of the bump. The wire is over the od specifications at the bump section. Device history records review showed no anomalies, the lot met all specifications upon lot release. No other complaint found with this lot. The root cause of this event is determined to be manufacturing related. A CAPA was implemented to address this issue. This lot was manufactured prior to the implementation of the CAPA.